Event description:
It was reported that during a ptca (percutaneous transluminal coronary angioplasty) procedure, the tip of the balloon catheter was found to be broken off of the device. Resistance was noticed when advancing the rocket onto the guide wire. The rocket was removed from the guiding catheter. When the rocket was pulled out of the rhv, it was noticed the tip had separated. No patient injury was reported. No further information was provided.